Event description:
Summary of claimant's attorney' allegations: it is alleged that the patient had a celect vcf implanted at (B)(6) hospital, (B)(6), near (B)(6), on (B)(6) 2010 for deep venous thrombosis and bilateral pulmonary embolisms. The patient was discharged home on coumadin therapy on (B)(6) 2010. It is further alleged that the patient was readmitted to the same hospital where he had received the device on (B)(6) 2010 for "sudden onset of abdominal pain/right flank pain" and was found to have "diffuse clot at or around the cook filter which was displaced medially, severe retroperitoneal bleeding with deformity of the vena cava." It is then alleged that the patient died on (B)(6) 2010 because he "bled to death internally and/or developed multi organ failure as a result of the damage to the vena cava wall caused by the cook filter". The patient expired (B)(6) 2010.

Manufacturer narrative:
(B)(4). Because no device, imaging studies or hospital or medical records have been available to us, our investigation has been limited to the allegations in the claimant's attorney's complaint. Consequently, while there are allegations as to reason for filter placement, those allegations cannot be verified. Further, there are no allegations as to the pre-existing condition of the patient or why the reason why the device was not retrieved after it had been implanted. Based on very limited information it is difficult to comment on the alleged retroperitoneal bleeding, the alleged deformity of the vena cava and the filter as allegedly contributing factor. The instructions for use list damage to the vena cava and vena cava perforation as potential adverse events, which have also been reported in the publically available medical and scientific literature. The root cause cannot be determined based on the provided information. Nothing further as initiated since the description does not indicate presence of device failure. However, monitoring of similar reports will continue.